Event description:
It was reported that the right ventricular lead was fractured due to being crushed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 lead, implanted 2009 (B)(6). (B)(4).